Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the returned stent was found deployed, taped to the dispenser hoop, deformed and broken/fractured. The introducer sheath distal tip was noted to be damaged. The stent delivery wire was also found deformed. Functional testing could not be performed due to the condition of the returned device. No anomalies were noted to the device prior to use and the stent was noted to be deployed and damaged. The initial non reportable issue that the stent was prematurely deployed during transfer was confirmed during visual inspection. No anomalies were noted to the device prior to use and there was no indication of a user error. The stent was taped to the dispenser hoop when returned which may have caused the additional damages to the stent. The sheath tip was also noted to be damaged which is likely to have contributed to the transfer issue. An assignable cause of procedural factors was assigned to the as reported issue 'stent deployed prematurely during transfer' and to the as analyzed issues ¿stent introducer sheath distal tip damaged', 'sdw deformed', 'stent broken/fractured', 'stent deformed', 'stent deployed prematurely during transfer'. The issues noted is associated with a product that meets stryker design and manufacture specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the device performance was limited.

Event description:
Analysis of the returned device found that the stent was broken. There was clinical consequences to the patient as a result of this event.